Manufacturer narrative:
Date of initial report: july 11, 2007. While the evaluation of the incident device showed the device performs according to specification, valleylab has found that if the jaws are not cleaned as instructed in the IFU, eschar can build up and cause the jaws to stick to the sealed tissue. Tyco healthcare has contacted the site and found that the jaws of the device were only cleaned once or twice during the procedure.

Event description:
The report stated that the ligasure handpiece was used in mobilizing omentum tissue. After approx 30 mins of use, tissues were found to stick in the jaws of the instrument after sealing. The surgeon found it difficult to open up the jaws. He was able to wiggle the device free of the pt tissue, but the sealed region of the tissue was damaged and oozing bleeding occurred. Another ligasure handpiece was used for the rest of the procedure.